Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ("lumbar pain"), cataract ("cataract requiring surgery with placement of implants bilaterally"), arthralgia ("multiple joint pain in knees, elbows and shoulders"), headache ("frequent cephalalgia"), tendonitis ("tendonitis") and asthenia ("quite significant asthenia") in a 49-year-old female patient who had essure (batch no. 948833) inserted. Medical conditions: no remarkable medical history, no relevant gynecological and non-gynecological diseases. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria medically significant and intervention required), headache (seriousness criteria medically significant and intervention required), tendonitis (seriousness criteria medically significant and intervention required) and asthenia (seriousness criteria medically significant and intervention required). In june 2016, the patient experienced cataract (seriousness criteria medically significant and intervention required). The patient was treated with surgery (placement of lens implants bilaterally and several infiltrations, laparoscopic bilateral salpingectomy with cornuectomy for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, cataract, arthralgia, headache, tendonitis and asthenia outcome was unknown. The reporter considered arthralgia, asthenia, back pain, cataract, headache and tendonitis to be related to essure. The reporter commented: the significant asthenia required decrease in physical activity, brisk walking was impossible for the patient. The patient had several sick leaves. These symptoms progressively occurred after essure insertion. Removal of essure was performed for medical reasons due to cataract, lumbar pain, joint pain, headaches, asthenia, tendonitis. The defective sample was not kept. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") and cataract operation ("cataract requiring surgery with placement of implants bilaterally") in a 49-year-old female patient who had essure (batch no. 948833) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In june 2016, the patient underwent cataract operation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lumbar pain"), arthralgia ("multiple joint pain in knees, elbows and shoulders"), headache ("frequent cephalalgia"), tendonitis ("tendonitis"), asthenia ("quite significant asthenia requiring decrease in physical activity (brisk walking was impossible for the patient)") and decreased activity ("quite significant asthenia requiring decrease in physical activity (brisk walking was impossible for the patient)"). The patient was treated with surgery (bilateral salpingectomy with coronectomy for removal of essure, via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cataract operation, back pain, arthralgia, headache, tendonitis, asthenia and decreased activity outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, cataract operation, decreased activity, headache, medical device removal and tendonitis with essure. The reporter commented: the patient had several sick leaves. These symptoms progressively occurred after essure insertion. The defective sample was not kept. Amendment: the report was amended on (B)(6) 2019 for the following reason: coding correction: event "quite significant asthenia requiring decrease in physical activity" splinted in quite significant asthenia and decrease in physical activity (multiple concepts). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ("lumbar pain"), cataract ("cataract requiring surgery with placement of implants bilaterally"), arthralgia ("multiple joint pain in knees, elbows and shoulders"), headache ("frequent cephalalgia"), tendonitis ("tendonitis") and asthenia ("quite significant asthenia") in a 49-year-old female patient who had essure (batch no. 948833) inserted. Medical conditions: no remarkable medical history, no relevant gynecological and non-gynecological diseases. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criteria medically significant and intervention required), headache (seriousness criteria medically significant and intervention required), tendonitis (seriousness criteria medically significant and intervention required) and asthenia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced cataract (seriousness criteria medically significant and intervention required). The patient was treated with surgery (placement of lens implants bilaterally and several infiltrations, laparoscopic bilateral salpingectomy with coronectomy for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, cataract, arthralgia, headache, tendonitis and asthenia outcome was unknown. The reporter considered arthralgia, asthenia, back pain, cataract, headache and tendonitis to be related to essure. The reporter commented: the significant asthenia required decrease in physical activity, brisk walking was impossible for the patient. The patient had several sick leaves. These symptoms progressively occurred after essure insertion. Removal of essure was performed for medical reasons due to cataract, lumbar pain, joint pain, headaches, asthenia, tendonitis. The defective sample was not kept. Most recent follow-up information incorporated above includes: on (B)(6) 2019: health professional returned device removal questionnaire: patient (birth date added) had no remarkable medical history. Essure removal due to cataract, lumbar pain, joint pain, headaches, asthenia, tendonitis (events started in (B)(6) 2013, cataract in (B)(6) 2016), all events upgraded to medically important due to causing essure removal, causality of events reported as related. No further information is expected. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") and cataract ("cataract requiring surgery with placement of implants bilaterally") in a (B)(6) female patient who had essure (batch no. 948833) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lumbar pain"), arthralgia ("multiple joint pain in knees, elbows and shoulders"), headache ("frequent cephalalgia"), tendonitis ("tendonitis") and asthenia ("quite significant asthenia requiring decrease in physical activity (brisk walking was impossible for the patient)"). The patient was treated with surgery (bilateral salpingectomy with coronectomy for removal of essure, via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cataract, back pain, arthralgia, headache, tendonitis and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, cataract, headache, medical device removal and tendonitis with essure. The reporter commented: the patient had several sick leaves. These symptoms progressively occurred after essure insertion. The defective sample was not kept. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.